Event description:
Manufacturer representative reports the patient was working on automotive repairs and received a shock from a 12v car battery. Subsequent to receiving the shock, the patient indicated they felt only intermittent stimulation therapy from the device, implanted in 2005. Shortly after the shock from the car battery, the patient walked thru an airport security gate, described as a doorway device, at an airport and then completely lost stimulation therapy. The patient indicated he was unable to communicate with his patient programmer at this point; a telemetry error message was displayed. The unit showed a por image, indicating the ins had returned to factory presets (power on reset) and the patient was unable to get stimulation back on. The manufacturer instructed the patient to successfully perform a physician mode recharge which fully charged the ins. At the time of the report in 2006, there was no telemetry from either the physician programmer or the patient programmer. The ins displays a reposition message and is unable to retain program settings. The battery also depletes after recharging sessions. Additional information has been requested by the manufacturer from the hcp regarding the reported event. The representative has redirected the patient to report symptoms to their physician and to schedule follow-up with the hcp.